Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. (B)(4): a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco veritas swivel handpiece became clogged during surgery. A description from the surgery center indicated there was clogging in the handpiece using the settings for venturi vacuum at 375mmhg and a 19-gauge tip. The clog was cleared by removing handpiece out of eye and immersing tip in balance salt solution (bss), building to max vacuum and phaco power, pinching aspiration line and then releasing. The procedure was completed, and no patient injury reported. It was reported the handpiece will not return for evaluation and the tubing pack was discarded.